Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that post implantation patient experienced pain, dyspareunia, erosion, urinary tract infection, hematuria, dysuria and injury to partner (cut). As per plaintiff profile form, patient underwent the following interventions: (B)(6) 2012 ¿ cystoscopy; (B)(6) 2012 - resection/removal of eroded mesh from bladder and vaginal vault and placement of double-j stent; (B)(6) 2012 - cystoscopy and vaginoscopy; (B)(6) 2012 - cystotomy and mesh removal from bladder and vaginal mucosa and placement of right double-j stent. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2013 due to eroded vaginal mesh. No additional information was provided.